Event description:
Report rec'd from the USA stating the device "heating." The device was being used during cranial surgery. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.